Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was bigger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). The customer confirmed they were able to clean, disinfect, and sterilize the equipment before requesting repair. Additionally, there was no delay in precleaning, which was done properly, and the user supplied air/water to the air/water nozzle. The customer believes it was not possible that the scope was used with the foreign material attached. In addition, the following non-reportable malfunctions were found during the device evaluation; the bending angle in the up direction does not meet the standard value (it can't be bent in the up direction) due to wear of the angle wire, the play of the upward/downward angulation control knob is out of the standard value due to wear of the angle wire, the adhesive on the bending section cover was chipped, water removal does not meet standard value due to the clog, the plastic distal end cover was scratched, and the connecting tube was scratched and discolored, olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As part of the investigation into a reported nozzle issue, a physical evaluation of the device was conducted by an olympus repair technician at an olympus repair facility. During this evaluation, foreign objects were discovered to be lodged in the nozzle of the device, possibly due to insufficient cleaning. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Upon an inspection of the evis lucera elite colonovideoscope by an olympus technician at an olympus repair facility following reports of an unknown nozzle issue, it was discovered upon a physical inspection of the device that foreign material had become lodged in the device's nozzle. There were no reports of patient or user harm associated with this event.